Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter was producing shock. The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and passed. An attempt to pair transmitter with nordic bluetooth device was performed and passed. The bin file was reviewed finding no data within investigation window. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.